Manufacturer narrative:
Correction: additional information provided by the hospital medical records clarified that the 23mm sapien 3 ultra valve had been deployed via transfemoral approach. There were no complications or device malfunctions noted. However, post operatively the patient had two ER visits with dizziness, chf and the valve was said to have had increased gradients due to ppm. No thrombus was seen. Seventy one days post valve deployment, the underwent a bav to fracture the surgical valve due to stenosis caused by patient prosthetic mismatch. The patient was reported to have been stable at the end of the procedure. Post bav echo showed a reduction in mean gradient from 19mmhg to 10mmhg, however there new mild/moderate central ar, no pvl. The patient was discharged home in stable condition. No further intervention was planned. As such this MDR was reported in error and a corrected supplemental report is being submitted.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately two months post valve in valve (23mm ultra valve in a perimount surgical valve) tavr procedure, the patient developed an increased mean gradient of 40mmhg. The valve was post dilated to fracture the surgical valve. Post op echo showed the mean gradient was reduced to 10mmhg.